Manufacturer narrative:
The customer reported that they confirmed the power supply was faulty. The biomed replaced the faulty part with a spare power supply and the device was put back in service. The reported problem was due to a faulty power supply.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central station experienced a power failure due to faulty power supply. There was no patient or user harm associated with this event.